Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was unable to be tested in relation to the reported under infusion due to an error code 109. No component could be identified for causality. The pump was calibrated to ensure proper functionality.

Event description:
It was reported that a spectrum pump failed a volumetric test while make grinding noise during preventive maintenance testing . A 15mls of the programmed 20mls was infused. It was also reported there was no patient involvement.